Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013 and a sling was implanted. On (B)(6) 2013, the patient presented chronic left sided abdominal pain after the insertion. The pain was initially managed with steroid injection along tape track on (B)(6) 2014. This did not resolve the pain and the patient experienced recurrent incontinence. On (B)(6), the patient underwent removal of the sling and colposuspension. On (B)(6) 2015, the patient was continent and pain free.